Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad. The customer's blood glucose level was 334 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump's buttons functioned properly and no moisture damage on keypad traces was noted. The keypad connector was fully locked. The unit had minor scratches on the lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).